Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, vaginal and groin pain developed 2 weeks following surgery. Currently managed conservatively with analgesics. Possible small mesh exposure. Managed conservatively for now although may need excision of mesh in near future.